Event description:
The report from the affiliate indicated the pt was included in the clinical trial. The pt had a previous adverse event (ae#1) reported of restenosis involving two (2) products/devices. Add'l ae's reported were: ae#2: the pt developed ventricular tachycardia approx seven months after the index procedure for the clinical study. Ae#3: the pt had mitral valve replacement surgery approx seven months and three weeks after the index procedure for the clinical study. Ae#4: the ae reported was a hospitalization due to the exacerbation of the symptoms of heart failure. The ae occurred approx thirteen months and three weeks after the index procedure for the clinical study. Ae#5: the pt developed ventricular tachycardia (vt) again. Cardiopulmonary resuscitation was performed. The event occurred three days after the pt's hospitalization for ae#3 above. Ae#6: the pt's condition of dilated ischemic cardiomyopathy (dic) was exacerbated and several of the pt's organs started to fail. The pt expired due to a life threatening arrhythmia because of the pt's ischemic cardiomyopathy. The date of death was four days after the current hospital admission and approx fourteen months after the index procedure for the clinical study. No autopsy was done and no add'l info was available. The physician's comment regarding the cause of death was that it was cardiac due to the exacerbation of the pt's heart failure and does not think it is related to the cypher stents.

Manufacturer narrative:
Index procedure: the target lesion for the study was the proximal left anterior descending (lad) artery. A cypher 3.0/13mm stent (stent #1) was implanted. The pt had another procedure two (2) weeks after the study procedure. The target lesion for this procedure was the distal right coronary artery (rca). The lesion was reported to be de novo-no add'l lesion/vessel info was available. Two(2) cypher stents: a cypher 3.0 x 28mm stent (stent #2) distally at 12 atm for 45 sec and a cypher 3.0 x 23mm stent (stent #3) proximally at 18 atm for 30 sec were implanted. Ae#1: follow-up coronary angiography at the eight (8) month period demonstrated restenosis at the proximal edge of the distally implanted cypher 3.0 x 28mm stent (stent#2). Directional coronary atherectomy (dca) was used to treat the restenosis. A cypher 3.5/23 mm stent (stent #4) was deployed at 20 atm for 60 sec. The stenosis was reduced from a 50% lesion to 0%. A second cypher 3.0 x 28mm stent (stent #5) was deployed at the distal edge of the first stent after dca. The stenosis was reduced from a 90% lesion to 0%. Post-dilatation was done on the distal cypher stent at 12 atm with a 3.5mm balloon. The proximal stent was not post-dilated. The pt was reported to be stable and was discharged from the hospital eight (8) days after the procedure. The physician's comment regarding the event (ae#1) is that it was not related to the product. Please note that device is distributed outside the united states, however it is similar to the united states product. The clinical impression has been amended to reflect new or corrected info. A male pt with a history of angina, chf, valvular disorder, previous pci, hypertension, hyperlipidemia, diabetes and cerebro-vascular disease experienced expired fourteen months post cypher stent implantations. The reason for the pt's initial admission was not reported; but an angiogram revealed lesions in the proximal circumflex and distal rca. This pt's extensive history puts him at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included asa, ticlid and heparin. The performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided regarding the proximal circumflex lesion. It is not known if the lesion was pre-dilated prior to the placement of a 3.00 x 13mm cypher stent at an unk maximum inflation pressure. The pt was discharged on medications that included asa, ticlid and warfarin. The pt returned two weeks later for the presumed planned treatment of his distal rca lesion. Pre and intra procedural medications included asa, ticlid and warfarin. The administration of heparin and the performance or recording of acts was not reported. The lesion was described as de novo and 90% occluded. No other vessel and/or lesion characteristics were reported. It is not known if the lesion was pre-dilated prior to the placement of a 3.00 x 28mm cypher stent at a maximum inflation pressure of 12atm. This was followed by the placement of a 3.00 x 23mm cypher stent at a maximum inflation pressure of 18atm in an overlapping fashion. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. The pt was discharged on medications that included asa, ticlid and warfarin. Six months after the index procedure, the pt returned for a protocol-driven repeat angiogram the revealed restenosis at the proximal edge of the distally implanted cypher stent in the distal rca. This event has been previously reported. The pre or intra procedural administration of asa, ticlid or heparin was not reported. The performance or recording of acts was not reported. No vessel and/or lesion characteristics were reported. The lesion was first treated with atherectomy. It is not known if the lesion was pre-dilated prior to the placement of a 3.50 x 23mm cypher stent at a maximum inflation pressure of 20atm inside the previously implanted ones. This was followed by the more distal placement of a 3.00 x 28mm cypher stent at an unk maximum inflation pressure. This second stent was then post-dilated for a residual stenosis of 0%. According to the IFU, vessels needing the placement of adjacent stents should be treated from the distal to the proximal aspect of a lesion in order to prevent migration of the proximal stent or disruption of its' geometry. The pt was discharged one week later in stable condition. Eight months after the index procedure, the pt developed ventricular tachycardia and underwent a mitral valve replacement. He was later discharged from the hospital. Fourteen months after the index procedure, the pt was hospitalized with an exacerbation of his heart failure. Three days later he developed ventricular tachycardia and his condition necessitated cardiopulmonary resuscitation. The next day, his dilated ischemic cardiomyopathy was exacerbated and he went into organ failure. He developed a life-threatening arrhythmia related to his ischemic cardiomyopathy. Despite all efforts, the pt expired. The cause of death was reported to the exacerbation of his heart failure. An autopsy was not performed. The products remain implanted in the pt and are thus not available for evaluation. DHR reviews of the involved lot numbers revealed that the products met requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. According to the procedural physician, the restenosis and the death are not related to the cypher stents. Without more info or the definitive findings of a recent angiogram or that of an autopsy, it is not possible to draw a conclusion about a relationship between the devices and the events. However, there are pt and procedural factors that may have contributed to them. Please note ...more....